Event description:
It was reported that shaft break occurred, and snaring was performed. The mildly tortuous target lesion was located in the superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for treatment. During the procedure, a kink occurred, and the device had to be removed. There was difficulty retrieving the catheter as it was caught in the severe bifurcation and was forcibly pulled out. This resulted in the shaft separating inside the patient. The physician used a snare in to remove the fragment before completing the procedure. There were no patient complications reported.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that shaft break occurred, and snaring was performed. The mildly tortuous target lesion was located in the superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for treatment. During the procedure, a kink occurred, and the device had to be removed. There was difficulty retrieving the catheter as it was caught in the severe bifurcation and was forcibly pulled out. This resulted in the shaft separating inside the patient. The physician used a snare in to remove the fragment before completing the procedure. There were no patient complications reported. It was further reported that the target lesion was 90% stenosed and severely calcified. There were initially no issues with the balloon, and it inflated properly. Flushing was performed with a syringe, but resistance was felt when advancing and removing the device. The kink was noted when the device was removed after ballooning and the shaft was separated.